Event description:
Unit display ER-2 message. Ref: (B)(4).

Manufacturer narrative:
Ref: (B)(4). Investigation: x-review DHR. X-inspect returned samples . Analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service and repair confirmed there was an 'error 2', which can indicate a few failures coming from the main board or the micro board. In this case, replacing the micro board addressed the error. All functions were confirmed to operate to specifications. A definitive root cause is not determined for this complaint. It is likely a particular component on the micro board had begun to fail which is rare and considered an isolated incident. Correction and/or corrective action: the unit was repaired, tested to specifications and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. Was the complaint confirmed? Yes. Preventative action activity. Coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Unit display ER-2 message. (B)(4).